Manufacturer narrative:
Product analysis: analysis could not confirm the reported event. No anomalies were found. The device passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) could not pace. The epg was returned for servicing. There was no patient involvement.